Manufacturer narrative:
This report is submitted on august 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance and subsequent loss of connection to the internal device; resulting in the decision to explant the device (date not reported). The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on october 11, 2018. (B)(4).